Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "make sure that insulin is at room temperature before use or air bubbles could form in the cartridge. Air in the system takes space where insulin should be and can affect insulin delivery. Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Reportedly, the customer loaded cartridges with cold insulin and did not practice the proper cartridge air removal technique. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg.